Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose 22 mmol/l. The customer was treated with pens. The customer also stated that they did allege insulin pump was under delivering. Customer was in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active. The device will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).